Event description:
Additional information received from the consumer reported that the patient's healthcare professional was notified of the "charging too often" issue. The implantable neurostimulator (ins) was replaced, which resolved the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported their device was failing, wasn't holding a charge very well, and they had to recharge too often. The patient used to charge on sunday and wouldn't have to charge until friday or saturday, but now they had to charge three times a week and it took twice as long to recharge. There were no traumas or falls reported that could be related to the issue. It was noted the patient had a gradual increase in their pain level. They had a CT scan which showed no major changes in their back, but they did have a knee replacement in (B)(6) so they really noticed it when they had to go back to work. According to the patient they had to get a new doctor and they were going to replace it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.